Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Subsequent information was received that during a routine follow-up that the rv pacing impedance measurements continue to be out of range. Ts confirmed that all other measurements were appropriate and no noise was present. Arm movements were performed and no noise was produced. As a result, the patient will continue to be followed appropriately. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited gradually increasing pace impedance measurements. High energy stimulation was performed to test for fibrosis around the lead tip. Measurements initially decreased but returned to their previously high values shortly after. Information was later received indicating impedance values continued to increase and were observed to have increased beyond the out-of-range limit of 2,000 ohms. The physician requested technical analysis of data from the remote monitoring system which boston scientific technical services (ts) provided. No known action has been taken as of this time, the patient will continue to be followed appropriately. No adverse patient effects were reported. This system remains in service.